Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screwdriver tip fractured after being fitted into the screw head. The cup and screw were removed and reinserted, and the procedure was completed successfully. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d5; d9; g3; h2; h3; h6. Visual examination of the returned product identified the tip of the hex bit is fractured, and the fractured tip was returned. The fractured tip has nicks present as well as the u joint assembly has nicks and scratches present all around. The shaft and square driver end also have nicks and scratches present throughout. No other damage was noted during visual evaluation. This device has an approximate field age of 10.5 years. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.